Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-95, ubd: 01-dec-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's extension was exteriorized beside their left abdominal scar. There was no infection present. The etiology was stated as stated as related to device/therapy and not related to the implant procedure. The patient's extension and ins were explanted and replaced. The issue was resolved without sequela on (B)(6) 2018. The event resulted in in-patient hospitalization.